Manufacturer narrative:
The customer did not call the solutions center. The customer stated clearly that there was no malfunction of the device and no need for testing. They only wanted the logs evaluated to see if monitoring was active. The customer said he was called to the unit to pull trend data and found "checkerboard" pattern and gap in tabular data as well and wanted to know why. The customer pulled logs himself and provided for review which were reviewed by r and d. The customer said alarming was not an issue. The logs showed the bedside had been in standby from 20:50 to 21:32. The customer contacted philips quality directly via phone and then provided log files requesting analysis. On (B)(6) the customer reported that a patient death did occur related to an incident where the patient had gone off the floor for a test and upon return had not been either connected back to their monitor or taken out of standby for monitoring to resume. The incident occurred on (B)(6) 2015. Logs were gathered and reviewed which showed that the bedside monitor had been in standby for 42 minutes when the patient was found and a code was initiated. The customer has deferred any device testing describing that the products all worked as intended and as expected. They are looking internally at root cause.

Event description:
The customer reported that a patient death did occur related to an incident where the patient had gone off the floor for a test and upon return had not been either connected back to their monitor or taken out of standby for monitoring to resume. A delayed response to a patient occurred resulting in the death of the patient.

Event description:
The customer reported that a patient death occurred on (B)(6) 2015 related to a patient being disconnected from their monitor and not having monitoring resumed for a period of time.